Event description:
Sixty-seven days post index procedure, the patient went into cardiopulmonary arrest at home. Cardiopulmonary resuscitation was conducted, but the patient passed away. On in 2006, the patient went in for an elective case to treat the proximal to mid rca. The lesion was pre-dilated with a 1.5x15mm balloon at 16 atms for 15 seconds and a 2.5x15mm ballon at 16atms for 15 seconds. A 3.0x18mm cypher stent was implanted at 16 atms for 30 seconds in the mid rca. Then a 3.5 x 18mm cyphyer stent was implanted for 30 seconds in the proximal rca. The two stents were overlapping each other. Post-dilatation was conducted with a 2.5x15mm balloon at 22atms for 15 seconds. The residual percentage of stenosis was 0. Timi flow pre and post procedure was 3. Five days later, the distal circumflex and postero-lateral branch were treated. The lesions were pre-dilated with a 2.5x15mm balloon at 8-12atms for 15 seconds. A 2.5x18mm cypher was implanted at 16atms for 15 seconds in the postero-lateral branch. Then a 3.0x18mm cypher stent was implanted at 18atms for 15 seconds in the distal circumflex. The two stents were not overlapping each other. Post-dilatation was conducted with a 2.5x15mm balloon at 22atms for 15 seconds. There was untreated lesion in the proximal circumflex. The residual percentage of stenosis was 0. Timi flow pre and post procedure was 3. Four days later, the proximal and mid lad were treated. Plain old balloon angioplasty was conducted to treat the in-stent restenosis of an unknown cypher that had been previously implanted in the mid lad to treat restenosis of an unknown bare metal stent. The proximal lad was pre-dilated with a 3.0x14mm balloon at 20atms for 15 seconds. Then a 3.5x18mm cypher stent was implanted overlapping the cypher that had been previously implanted in the mid lad. The residual percentage of stenosis was 0. Timi flow pre and post procedure was 3. Thirty-one days later, anti-platelet therapy was stopped. The patient had to have orthopedic surgery to amputate the right toe. The physician commented that the thrombotic event was caused because the anti-platelet medicine was stopped. The cause of the death was due to heart failure. The patient's medications included the following: aspirin, ticlopidine hydrochloride and heparin. The patient had target lesions in the proximal to distal right coronary artery (rca), in the distal circumflex to the postero-lateral branch and in the proximal to mid left anterior descending (lad). The proximal to distal rca was a typc c, de-novo, concentric and calcified lesion. The lesion length was 30mm and vessel diameter was 3.0-3.5mm. The distal circumflex to postero-lateral branch a type c, was a de-novo, concentric, bifurcated and calcified lesion. The lesion length was 30mm and vessel diameter was 2.5 - 3.5mm. The proximal lad was a type b2, de novo, eccentric and calcified lesion. The lesion length was 15mm and vessel diameter was 3.5mm. The mid lad was a type b2, in-stent restenotic and calcified lesion. The lesion length was 15mm and vessel diameter was 3.0mm.

Manufacturer narrative:
Please note: this cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of six products involved with this adverse event in which associated manufacturer report numbers are 9616099-2007-00841, -00842, -00844, -00845, and -00846. Additional information will be submitted upon 30 days of receipt. The event involved a 55-year-old male with a history of diabetes. This pt's history places him at increased risk of mace. The reason for the initial admission to hosp is unk, however, a coronary angiogram revealed multiple coronary artery lesions. A 30mm, de novo, concentric and calcified lesion was found in the proximal to mid right coronary artery (rca). The reference vessel diameter was 3.0 - 3.5mm with a classification of type c. A 30mm, de novo, concentric and calcified lesion was identified at a bifurcation in the distal left circumflex and posterolateral branch. The vessel reference diameter was 2.5 - 3.5mm with a classification of type c. There was 15mm, de novo, eccentric and calcified lesion in the proximal left anterior descending (lad) artery with a reference vessel diameter of 3.5mm and a classification of type b2. There was an instent restenosis in the mid lad of a cypher stent (unk size) that had previously been implanted inside a bare metal stent (bms) for the purpose of treating the bms restenosis. This lesion length was 15mm with a reference vessel diameter of 3.0mm. Vessel classification was type b2. The safety and effectiveness of cypher has not been established in these types of vessels. Additionally, the extent of the pt's exposure to sirolimus and polymer is related to the size and number of stent implanted. Use of more than two stents has not received adequate clinical evaluation. In the first portion of the staged procedure, the pt went for treatment of the proximal to mid rca. The lesion was predilated and then a 3.0 x 18mm cypher stent was implanted at 16atm in the mid rca. A 3.5 x 18mm cypher stent was then implanted at 20atm in the proximal rca. The two stents were implanted in an overlapping fashion. Post-dilatation was conducted. The residual stenosis was 0% with timi flow remaining 3 pre and post-procedure. Heparin was administered during the procedure and act values were not measured. According to the IFU, the rated burst pressure for this product is 16atm. Five days later, the distal circumflex and postero-lateral branch were treated. Both lesions were pre-dilated and then a 2.5 x 18mm cypher was implanted at 16atm in the postero-lateral branch. A 3.0 x 18mm cypher stent was then implanted at 18atm in the distal circumflex. The two stents were not overlapping. Post-dilatation was conducted. There was untreated lesion remaining in the proximal circumflex. The residual stenosis was 0% with timi flow remaining 3 pre and post-procedure. Heparin was administered during the procedure and act values were not measured. Four days later, the proximal and mid lad were treated. Balloon angioplasty was conducted to treat the in-stent restonis of the unk previously implanted cypher in the mid lad. The effectiveness and safety of the device for restenotic lesions have not been established. The proximal lad was then pre-dilated and a 3.5 x 18mm cypher stent was implanted overlapping the previously implanted cypher. The residual stenosis was 0% and timi flow remained 3 pre and post-procedure. Heparin was administered during the procedure and act values were not measured. Thirty one days following the last intervention, anti-platelet therapy (asa and ticlid) was stopped as the pt was undergoing amputation of a toe. It is unk for what period of time the medications were discontinued. It was then reported the pt died of cardiopulmonary arrest twenty-five days following the time the anti-platelet therapy was stopped. The product remained in the pt and thus not available for evaluation. A review of mfg route sheets was completed and results indicated that the procedure met quality requirements for product acceptance. An autopsy was not performed. According to the physician, the cause of death was related to heart failure. Based upon the information provided, it is not possible to conclusively determine the cause of the event, however, there are pt vessel and pharmaceutical factors that may have contributed to it.